Manufacturer narrative:
An event regarding the loss of range of motion involving a femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned. -medical records received and evaluation: a review of the provided medical records by a clinician concluded: "based upon the fragmentary information reviewed, there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary and revision operative reports as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised the femoral component and tibial insert on patient's left knee due to flexion contracture.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon revised the femoral component and tibial insert on patient's left knee due to flexion contracture.